Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up arrow keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: the reported keypad button response issue was not duplicated during investigation. The keypad cover was observed to be intact with no evidence of peeling or damage. All keypad buttons were responsive. The keypad cover was removed with no evidence of contamination on key contacts. The pump was opened; there was no evidence of the moisture corrosion near the keypad connector. Unrelated to the complaint, the bolus button was observed to be torn and punctured; however, was responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).